Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that a patient presented via merlin.net with multiple episodes of non-sustained rv lead noise. Oversensing on the near field channel was observed. X-ray was recommended. It was then reported that loss of capture was observed and there was a spot at incision site that never healed. The device and lead were explanted with the replacement device was implanted on the right side.